Manufacturer narrative:
The device and associated electrodes were returned to zoll medical corporation for evaluation. The malfunction was duplicated and attributed to widened connector pins on the associated electrode pads. It is not known how the connector pins became widened. This is the first report of this type from this product lot of electrodes. The electrodes were scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device recognized the attached adult electrode pads as pediatric electrode pads. Complainant alleged that the device also displayed a "defib pad short" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.